Manufacturer narrative:
(B)(4). Additional information: the analysis results found that an el5ml device was received partially cycled; the cycle was completed in order to perform functional testing. In an attempt to replicate the reported event, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed ten conforming clips intermittently; the lockout feature performed as intended, however the orange indicator wheel did not show up. Please note the failure of the indicator is not related to the reported incident. The device was disassembled in order to evaluate the condition of the internal components and the tab from the clip track was found to be damaged; no conclusion could be reached as to what may have caused this damage. It could not be determined what may have caused the reported incident of malformed clips. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a ladg, teardrop-shaped clips were formed from second firing though the first clip was formed properly at the first firing. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time.